Manufacturer narrative:
The software investigation concluded that the software of the navigation system functioned as designed.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image and log analysis. Analysis found that the merge issue with patient exams caused the inaccuracy.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system in the procedure functioned as designed and that accuracy was verified. The imaging system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a deep brain stimulation (dbs) procedure, the auto-registration noted an imprecision of nine millimeters on the right hemisphere and a 3 millimeter anterior imprecision on the left. It was reported that due to the imprecision, the lead on the right hemisphere was placed, but not the left. There was a reported delay to the procedure of two hours due to this issue.